Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Th customer reported via phone call that the insulin pump had problems with 2 sensors. Customer's blood glucose was unknown mg/dl. The customer stated that their is big difference between sensor glucose 5.4 and blood glucose is 10.5 mg/dl. The customer stated that the device stopped and try to calibrate but then calibration not accepted, then change sensor.